Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an elastic bandage procedure performed on (B)(6) 2021. During preparation, it was reported that "the guide wire was too stuck with the manipulation, the velcro that attaches to the device broke and the cop wire had to be cut". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The event most likely refers to the trip wire not pulling thereby causing difficulty rotating the handle.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device code(B)(6) captures the reportable event of "the guide wire was too stuck with the manipulation". Block h10: investigation results one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with six bands attached. The trip wire was not correctly secured in the handle slot and the slack was not correctly taken up, causing damage to the handle. It was also observed that the velcro strap was broken. Microscopic analysis revealed that one end of the velcro strap had an irregular shape indicating that a force or tension was applied. A functional evaluation was performed and the handle could not be rotated due to the trip wire was misassembled. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not correctly secured in the handle slot and the slack was not correctly taken up. Failure to follow this step could have lead to the damaged found on the handle assembly and the trip wire to get stuck within the handle, preventing a correct handle rotation. Additionally, the damaged to the velcro strap is most likely related to user manipulation and/or some technique performed during preparation. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an elastic bandage procedure performed on (B)(6) 2021. During preparation, it was reported that "the guide wire was too stuck with the manipulation, the velcro that attaches to the device broke and the cop wire had to be cut". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The event most likely refers to the trip wire not pulling thereby causing difficulty rotating the handle.